Event description:
It was reported that the customer experienced high blood glucose levels. The customer reported been diagnosed with celiac disease in 2013 and being stressed at work lately. Customer bloused for correction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.